Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a ventral hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent a ¿bilateral component separation, incisional hernia repair with additional implantation of hernia mesh. It was further reported the patient continues to experience severe pain, recurrent hernia defects, adhesions, scarring, nausea, diarrhea and loss of appetite. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 10/30/2019. Additional narrative: it was reported that the patient underwent a mesh revision on (B)(6) 2015 due to recurrent ventral hernia.